Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the device was in use with a pt when it was observed that the tracheostomy tube was not sitting properly in the pt's trachea. An exchange of the tracheostomy tube was performed. No permanent adverse effects to pt reported.